Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hospitalized due to high blood glucose and sugar was over 600 mg/dl on time and date of hospitalization mentioned was (B)(6) 2017. Customer stated current blood glucose was 426mg/dl but at time of hospitalization it was 614mg/dl. The customer was treated with insulin pump. Customer performed troubleshoot and states that drive support was normal, insulin exited at qr. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.